Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.